Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed kinks in the sheath assembly, and the imaging window and imaging core were found to be twisted. An impedance test showed an electrical open at the proximal end of the catheter, approximately 130-140 cm from the distal housing.

Event description:
Reportable based on device analysis completed on (B)(6) 2025. It was reported that visualization issues occurred. The 97% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but resistance was encountered during insertion and the ivus catheter failed to display an image. The procedure was completed with another of the same device. The patient condition following the procedure was stable, and no complications were reported. However, device analysis revealed that the imaging window and imaging core were twisted.